Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. The customer reported an insulin flow block alarm and an absence of an occlusion alarm and experienced hyperglycemia with a blood glucose value of 502 mg/dl at the time of the event. Treated with insulin pen. Troubleshooting was performed, and the insulin pump passed the displacement and self-test tests. The customer was using the insulin pump within 48 hours of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The pump will not be returned for analysis.